Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted. The device quality and manufacturing history records have been checked for the lot number (4509255106) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. No product available and therefore it is hardly possible to determine an exact conclusion and root cause. It is assumed that the cause of the failure is not product related. There us the possibility that the root cause of the problem is most probably usage related. Unfortunately, due to a lack of data and without the product we cannot determine the exact cause. According to the quality standard and DHR files a material defect and production error can be excluded. There is the possibility for a usage error due to an improper handling. The breakage could have been caused due to a mechanical overload situation.

Event description:
It was reported by the healthcare professional "during the clamping maneuvers of a small drainage, it breaks in the upper part with detachment of the grippers and of the metal part". Additional information has been requested however, not yet received. If additional information is received a follow up report will be submitted. No harm to the patient reported.